Event description:
Md placing danek origin anterior cervical plate. As he was tightening one of the locking screws, the head of the screw was sheared off. Plate and screw left as was. Md felt screw defective.